Event description:
A male patient's sister reported that he was diagnosed with a "corneal ulcer, bacterial conjuctivitis, and something else" following use of aquasoft multi-purpose solution. An optometrist treated the patient with tobradex (tobramycin dexamethasone) and vigamox (moxifloxain). The patient's sister reported that the patient recovered, but sometimes he has a feeling of sand in his eyes, and sometimes his eyes are cloudy. Follow-up information from the patient's mother described the incident as "redness, difficulty to see, blindness, itchy, swollened, infection, impossibility to open both eyes."

Manufacturer narrative:
The manufacturer is attempting to obtain further information, including evaluation from the patient's optometrist. Results from chemistry testing on complaint unit were within specification; microbiological (sterility) testing is in process on complaint unit. Results from chemistry and microbiological testing on a retained unit from the same lot were within specifications. No deviations were noted from batch record review.